Event description:
It was reported that the monopolar curved scissors (mcs) instrument jaw broke. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the intuitive motion test. The blades opened and closed properly. The instrument also passed the electrical continuity test. The instrument was fully functional. Failure analysis found the instrument to have a frayed grip cable. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The probable root cause of the customer reported issue cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no jaw breakage. The mcs was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed additional observation of frayed grip cable and the probable root cause is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment falling inside patient anatomy. The instrument was available for return to isi for evaluation under rma30337839-d. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.